Event description:
Surgeon used this screwdriver to screw 8mm cortical fix screw in to sacrum. This was a revision case and patient had 6mm x 40mm screw in before. Bone was very hard while turning the very last turns. When screw was just about right depth screwdriver tip broke off. Surgeon decided to leave the broken tip (with screw for the patient) because the screw was almost at the right depth. He could not take the broken tip off from screw. Confirmed the tip was left inside the patient,

Manufacturer narrative:
Visual examination of the returned device revealed a fracture at the driver¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.